Event description:
The customer alleged questionable results on 3 patient samples for bicarbonate (co2) on the cobas 6000 c501 module. Two of the results were determined to be erroneous. Patient 1 was initially tested with a co2 of 38 mmol/l. Due to the result of the anion gap calculation performed along with the co2 measurement the customer repeated the co2 with a result of 30 mmol/l. Patient 2 was initially tested with a co2 of 38 mmol/l. Due to the result of the anion gap calculation performed along with the co2 measurement the customer repeated the co2 with a result of 28 mmol/l. Repeat testing was performed on the same analyzer as the initial testing. The customer stated that the initial results were not reported outside the laboratory, therefore no patients were affected. The co2 reagent lot number was 63188301. The field service representative determined that the sample probe was partially plugged and contaminated with gel or clot from a sample. The field service representative changed and adjusted the sample probe. In addition, he recommended the customer increase centrifuge time of samples from 3 to 5 minutes, which the customer did. The field service representative ran performance tests on the instrument, which passed. The customer ran controls, which were good. The customer reported having no erroneous co2 results in the night or day since the probe was changed and the centrifugation time was increased.